Manufacturer narrative:
B2 added selection as it was omitted from the previously submitted reports. D6b explant date was added as it was omitted from the previous follow up report that was submitted. H6 added medical device problem code as it was omitted from the previously submitted reports.

Manufacturer narrative:
B1: added product problem per information in the complaint file.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. Data logs available. Device in wrong position: clinical details report that an echo was done showing the pump to be deep at 6.4 cm from the av. Data log review did not confirm any "position in ventricle" alarms prior to signs that the pump position was being manipulated. Since product wasn't returned for investigation and insufficient clinical details were provided regarding how the pump came out of position, the cause of the device in wrong position could not be determined. False alarm: data log review confirmed the report. At the end of the case, there was a sudden shift in mc modulation from 115 to 35 ma. At the same time, the ps map dropped from 61 to 47 mmhg and continued to trend lower. There were no indications of a suction condition. Based on these patterns, the criteria for the position in aorta alarm were properly met. The ps continued to trend lower, with minimum values dropping below 30 mmhg while mc modulation remained minimal, confirming why "position in ventricle" then began to trigger. However, this was confirmed to be a false trigger, as the ps waveform did not demonstrate any characteristics of an lv waveform. Finally, the mc modulation drastically improved shortly after without much change in the ps waveform, explaining confirming why the alarm changed to ps low. As stated above, data logs confirm all conditions were met to trigger the "position in aorta" alarm, but the clinical narrative reports the pump was still in the lv. Therefore, the cause of this alarm could not be definitively determined. The patient's condition was confirmed to be deteriorating based on the ps trend in conjunction with the report of cardiac arrest. The cause of the "position in ventricle" alarm was determined to be patient condition related based on the clinical narrative and data log review. Cardiac arrest/ischemia: the root cause of the injuries were unable to be determined due to insufficient clinical details. Device history lot: device lot: 2001294. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that foley catheter was placed prior to patient transfer to cath lab for impella placement. It was observed that when patient arrived in cath lab he had a bloody urine. Intensive care unit (ICU) nurse reported traumatic foley insertion, mentioning blood return immediately after placement. Medical doctor was aware of the event and suggested that the patient will be getting echocardiogram soon. At the end of impella insertion, md performed an angiogram, which showed flow around the impella repositioning sheath. In intensive care unit (ICU), it was observed that patient presented with mottled bilateral legs from knees down, and staff was unable to obtain doppler pulses in both legs. Patient was on epinephrine and norepinephrine drips. Registered nurse (rn) was slowly weaning down pressors. Medical doctor (md) was informed and aware of the situation. In addition, echocardiogram procedure was completed and impella was at 6.4cm. Echo showed only septal wall movement. Md pulled impella back a couple of centimeters; still appeared deep, so pulled back further. Pump alarmed in aorta, but echo image suggested impella remained in left ventricle (lv). Alarm then indicated impella in ventricle, followed shortly by placement signal low alarm. Patient arterial line showed map of 30, and echo revealed no cardiac movement. Md spoke with family; they declined cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
B2: the exact date of death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.